Event description:
It was reported that the watchman did not seal, and transient ischemic attacks (tia) occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. The patient called the patient call center to report he has been having tias ever since he had the watchman implanted. He went to his doctor and received x-ray of his brain and neck area and a transesophageal echocardiogram (tee). The patient stated the doctor said they saw a blood leak at the watchman site and a little drop on the edge of it. This was a possible cause of the tias. The cardiologist recommended a blood thinner, but the patient stated they make his legs weak. The patient also stated his urologist told him he has a high prostate-specific antigen (psa), and if he went on a blood thinner he would bleed through his prostate. The patient stated his new cardiologist recommended he have the watchman removed. The patient stated his new cardiologist performs watchman procedures but did not do his and does not explant watchman devices. The patient does not want open heart surgery. The patient has not spoken with the implanter or a surgeon. The patient stated he called the group that did his watchman without resolvent.

Manufacturer narrative:
Date of event: estimated as the aware date since unknown.